Manufacturer narrative:
Age/date of birth: 63.1 (11.2). Sex/gender: 13 (59.1%) males and 9 (40.9%) females; not specified if grouped with johnson & johnson implant. Race: 9 (40.9%) black, 11 (50.0%) white, 2 (9.1%) other; not specified if grouped with johnson & johnson implant. Ethnicity: 6 (27.3%) hispanic or latino, 16 (72.7%) not hispanic or latino. Date of event: as there is no article date listed on this study, the "last update posted" date from clinicaltrials.gov is being used, which is (B)(6) 2021. Serial number: unknown/not provided. Expiration date: unknown, as the serial number was not provided. Unique identifier (UDI) number: unknown, as the serial number was not provided. If implanted, give date: unknown/not provided. If explanted, give date: unknown/not provided. Device manufacture date: unknown, as the serial number was not provided. The device was not returned for analysis. There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Clinical health codes: (B)(4). Feldman, r. The american glaucoma society (ags) second aqueous shunt implant vs. Transscleral cyclophotocoagulation treatment study (assists). Clinicaltrials.gov identifier: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: the american glaucoma society (ags) second aqueous shunt implant vs. Transscleral cyclophotocoagulation treatment study (assists). A randomized interventional study was done to compare outcomes of patients with uncontrolled glaucoma with a single existing aqueous tube shunt implant undergoing a second aqueous shunt to transscleral diode laser cyclophotocoagulation (tlc). A total of 42 eyes of the 50 enrolled eyes received the assigned intervention and were grouped into second aqueous shunt (sas) group (n= 22 eyes) and transscleral cyclophotocoagulation (tlc) group (n=20 eyes). However, only 12 eyes (n=7 eyes and n=5 eyes, respectively) completed the study. For the sas group, either a baerveldt glaucoma implant 350-mm2 bg101-350 or an ahmed model fp7 flexible plate was used unless there is insufficient space, wherein a baerveldt glaucoma implant 250-mm2 bg103-250 was used. Transscleral diode laser cyclophotocoagulation was used with the tlc group. Serious adverse events included: hyphema (n=1 eye); central nervous system (cns) syphilis causing pan uveitis (n=1 eye); and death (n=3), but cause of death were not reported. Other reported events were: choroidals (n=1). Corneal epithelial defect (n=1). Decreased visual acuity (n=2). Development of cystoid, macular edema (n=1). Diabetic macular edema (n=1). Ectropion (n=1). Filamentary keratitis (n=1). Herpes simplex virus dendritic keratitis (n=1). Hyphema (n=1). Hypotony of eye (n=1). Overfiltration of eye (n=1). Re-exposed tube (n=1). Superior nasal tube with <1 mm exposure at limbus (original tube) (n=1). Trabectome/goniotomy of eye (n=1). Tube migration anteriorly (n=1). Vision loss from count fingers to light perception(n=1). Vitreous clogging of second tube shunt (n=1). Leak/inflammation or infection of eye (n=1). Incidence of pain ¿ 12 participants (57.1%). It was not clear whether these complications occurred in eyes with the baerveldt shunt or the other competitor product. There were no indications in the article of any interventions provided. A copy of the article is provided with this report. This report is for model bg101-350 adverse events. A separate report is being submitted to capture the reported product problems for this model. Additionally, a separate report is being submitted for model bg103-250.

Manufacturer narrative:
Correction: upon further review on jun 13, 2024, it was noted that section d4 catalog number was submitted as bg101-350 on the initial MDR, but should be 23030817. Therefore, it is captured in this supplemental report. The following field has been updated accordingly: section d4: catalog number: 23030817. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.